Manufacturer narrative:
Concomitant medical products: petite58rb oscor lead, implanted: (B)(6)2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. During the revision, the lead was unable to be repositioned with good contact, which resulted in explant and replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.